Event description:
It was reported that there was no sensing and no capture on the atrial lead. The device was reprogrammed to vvir. The lead was electrically abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).